Manufacturer narrative:
Other, other text: b5: additional information received on 29-nov-2022: the pump did not detect the cassette when attached to the pump and it was not possible to deliver the treatment to the patient with this pump. The infusion stand was used. H6: event problem and evaluation codes: updated. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a disposable was not detected. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.